Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl due to steroid injection. Customer stated that customer received bolus not delivered alarm with flashing light. Customer¿s current blood glucose was over 500mg/dl. Insulin pump will not be return for analysis.